Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 35 (a broken force sensor was detected during seating or regular delivery) and observed a physical damage and also reported pump was exposed to water. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error and explained the pump performs safety checks and error was found. Troubleshooting was performed for cosmetic damage and found the crack was on back of the battery compartment side. The crack on the pump was affecting/impacting pump functionality. The crack on the pump is not retainer ring. Troubleshooting was performed for pump exposed to fluid but there is no visible fluid in pump. Found the keypad buttons were unresponsive. Pump did not pass self-test. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer declined to return.